Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the instrument was loaded and clamped but would not cycle due to sheared firing rack teeth damage. Functional testing noted that the instrument was successfully loaded with a reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was fired over tissue that was beyond the recommended thickness range, fired with an obstacle incorporated in the jaws or attempted to fire a reload that was in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic anterior resection, the two reloads had an incomplete staple line. The surgeons had to dissect further and tried a 3rd stapler to resolve the issue. Medtronic's initial evaluation of the incident device found that a sheared teeth were visible on the firing rack.